Manufacturer narrative:
Product analysis/image review: cine images were returned for analysis. No images were provided showing the attempted delivery of the stent that was confirmed to have dislodged in the ulnar artery. The mechanism of delivery difficulties or dislodgement cannot be confirmed from the images provided. The nature of deformation on the stent suggests that the stent may have touched off the tip of the guide extension catheter during withdrawal causing flaring and dislodgement from the delivery system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx drug eluting stent, a telescope guide extension catheter and a launcher guide catheter in a mildly calcified, mildly tortuous lesion, with 80% stenosis, located in the proximal obtuse marginal (om) artery. The devices were inspected before use with no issues. Negative prep performed was performed on the stent with no issues. The telescope and launcher were prepped per IFU, with no issues. The lesion was not pre-dilated. The resolute onyx stent did not pass through a previously-deployed stent. Resistance was encountered when advancing the resolute onyx. Excessive force was not used. It was reported that stent dislodgement occurred during removal following failed delivery and ended up in the ulnar artery. It was suggested that the stent was deformed as a result of trying to return through the tip of telescope causing the stent to be dislodged from the balloon. The device was removed using a snare. No further injury was reported.